Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient's mother stated that her daughter did a pod change last night and her blood glucose (bg) was very high overnight. She said they tried delivering boluses and they didn't get an alarm on the pod. Patient's mother said she kept going up and now she is in ER in dka because she wasn't receiving any insulin. The mother said she tried to fill a new pod and they didn't hear the double beep so they were unable to use the pod. The mother also said she mixed her humulin and humalog and gave her a manual injection so she had some kind of insulin. Patient's mother said that the pdm was just reading hi. Customer said they are in ER right now but they are going to hospitalize her overnight. The patient is on IV fluids right now and will be given an insulin drip once admitted. The patient's blood glucose insulin history are as follows: (B)(6).